Manufacturer narrative:
(B)(4).

Event description:
It was reported that the upon interrogated the device exhibited an error message. The device remained implanted. No additional information was available.